Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Non-healthcare professional: patient.

Event description:
Patient communication received. It was stated in the email, "I had a right knee replacement in (B)(6) 2016, and my physician used the depuy, and in (B)(6) 2016 it came apart/loosen. I had another replacement in (B)(6) 2016 using a depuy device again, now I am in constant pain, it has loosen some, my leg swells, and get hot, its locks up when I walk, I can not stand or sit for long times. My knee gives out sometimes when I go up and down stairs and when I walk. I am in constant pain every day. I filed a complaint with FDA. I have no quality of life. The number on the first depuy is (B)(4). I do not know the number of the depuy that is currently inside my knee. I am due to go back to my doctor the end of this month ((B)(6) 2018). Please contact me." On (B)(6) 2018 patient contacted and indicated he is experiencing pain, numbness and movement of position of the implant since his revision surgery that took place in (B)(6) 2016. An additional revision has not occurred at this time. Doi: (B)(6) 2016. Please note, the patient's original revision is captured on (B)(4).

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.